Event description:
Images from one pt were found under the name of another pt. During surgery, the surgeons discovered the error. The surgeons were to put in a shunt for a ventricular bleed but found that the pt had a hemorrhage.